Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106560. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual evaluation was performed on retention samples for this lot, the units were found to be free of extraneous debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that pegasus gn 18gax1.16in prn-cap y non-pvc contained foreign matter. The following information was provided by the initial reporter: "after using the indwelling needle yesterday, flocculation was found in the extension tube on today. The patient needed compensation. The compensation condition had not been discussed yet. The hospital hopes that the manufacturer would give a statement, the patient's family member was more excited, they might choose the media to expose"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus gn 18 ga x 1.16 in prn-cap y non-pvc contained foreign matter. The following information was provided by the initial reporter: "after using the indwelling needle yesterday, flocculation was found in the extension tube on today. The patient needed compensation. The compensation condition had not been discussed yet. The hospital hopes that the manufacturer would give a statement, the patient's family member was more excited, they might choose the media to expose".